Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6)2009; inratio: 2.0 . Date: (B)(6)2009; inratio: 1.7 . Date: (B)(6)2009; inratio: 1.8 . Date: (B)(6)2009; inratio: 1.5 . Date: (B)(6)2009; inratio: 2.2 . Date: (B)(6)2009; inratio: 1.3. Date: (B)(6)2009; inratio: 1.8 . Date: (B)(6)2009; inratio: 1.7.

Manufacturer narrative:
Inratio precision data provided by end-user: date: 11/11/09; 1st inr: 1.3; 2nd inr: 1.8; 3rd inr: 1.7; mean: 1.60; sd: 0.26; %cv: 16.54. Since 16.54% cv is less than 20%, inratio meter results passed the criteria for precision. Customer results were analyzed and precision met criteria. Time elapsed between results not indicated. If the time elapsed exceeds 3 hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Results such as 2.0, 1.7, 1.8, 1.5, and 2.2 are not valid for comparison because times elapsed between results exceeded three hours. In-house precision testing performed on retained strip and in-house meters revealed precision met criteria. Product deficiency not established. Further action not required. As of 11/30/2009, fifteen discrepant result complaints were reported for lot # 214532 yielding a complaint rate of 0.020%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action is required at this time as no product deficiency was established. Investigation results for in-house testing retained lot 214532. For each pair of replicates of each sample on strip lot 214532, mean and standard deviations were calculated. In-house test results were both 4.88%, respectively for each donor and are less than 16%. Both samples pass the criteria for precision. No discrepant results were established on returned and in-house meters. No further action is required.